Manufacturer narrative:
Technician adjusted brake caster to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability, this effort will continue until we are current.

Event description:
Brakes will not hold.